Event description:
It was reported to philips that the geometry movement was unavailable. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in use and the coronary diagnosis was completed after restarting the system. The field service engineer (fse) went onsite and identified that the customer encountered problem with the detector's rotation from landscape to portrait when it was positioned very close to the patient. This behavior of bodyguard was anticipated as a safety measure to avoid collisions. Nevertheless, the fse replaced the collimator due to several intermittent issues related to collimator that were verified through log files. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.